Event description:
It has been reported to philips the device is not charging batteries. No patient involvement.

Manufacturer narrative:
The bench technician observed that the tactical switch was engaged, causing the led¿s to remain off while charging. Thus, it appears that the device was not charging. This is not a device malfunction but a user error. The device passed functional testing. Based on the information available and testing conducted, the cause of the reported problem was user error and not a device malfunction. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.